Event description:
Reportable based on device analysis completed on 22-oct-2025. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. An 8mm x 3.00mm nc quantum apex balloon was selected for use. However, it did not cross the lesion. The procedure was completed with another of same device. There were no patient complications. However, returned device analysis revealed balloon torn.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). G4: premarket / 510(k) #: k121667, k160823. Device evaluated by MFR. : nc quantum apex mr 8mm x 3.00mm was returned for analysis. Visual and tactile inspection revealed no issues were identified in the hypotube shaft profile and shaft polymer extrusion profile. A detailed microscopic examination of the balloon material identified a longitudinal tear in the balloon (8mm in length). No issues or damages were identified. A microscopic examination of the proximal and distal markerbands identified no damage. A detailed microscopic examination of the shaft polymer extrusion identified kinks in the inner lumen under the location of the balloon tear.